Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause cannot be identified. If the cleaning liquid or disinfectant does not come into contact with the part floating from the liquid surface, cleaning or disinfection cannot be performed. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the reprocessing, two scopes were set below the recommended line, and when checked in the middle of the process, the second scope was floating above the liquid. A possibility of insufficient reprocessing of the floating part was pointed out. There was no report of patient injury associated with the event. The event date was unknown.